Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles and main balloon body were reviewed and analysis found that the balloon material was relaxed out of its intended position. Solidified contrast media was evident inside the balloon chamber which suggests that the balloon may have received positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid left anterior descending artery. A 3.50x28mm promus premier¿ stent delivery system (sds) was selected to treat the lesion; however, it was noted that the stent was dislodged in the guide catheter. The sds, the guide wire and the guide catheter were removed out together from the patient¿s body. The catheter was flushed and had the stent in hand. Then, the physician went up with a new guide catheter, guide wire, a new stent and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid left anterior descending artery. A 3.50x28mm promus premier stent delivery system (sds) was selected to treat the lesion; however, it was noted that the stent was dislodged in the guide catheter. The sds, the guide wire and the guide catheter were removed out together from the patient's body. The catheter was flushed and had the stent in hand. Then, the physician went up with a new guide catheter, guide wire, a new stent and the procedure was completed. No patient complications were reported and the patient's status was fine.